Manufacturer narrative:
Literature citation: schnetzke et al. Radial head prosthesis in complex elbow dislocations: effect of oversizing and comparison with orif. International orthopaedics. 2014; 38: 2295-2301. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article from 2015 by schnetzke et al. Titled "radial head prosthesis in complex elbow dislocations: effect of oversizing and comparison with orif" 30 patients underwent surgery with evolve. It was reported that 2 patients underwent secondary surgery.